Event description:
Per oos, this system was removed due to infection. Another system was implanted in 2007. Also removed were: setrox s 45, MDR 1028232-2007-00397, setrox s 53, MDR 1028232-2007-00398.